Event description:
This lead was explanted due to high thresholds. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis multiple abrasion marks were noted along the lead tip. The insulation was intact. Furthermore the inner conductor coil was found kinked between the ring electrode and the lead tip indicating mechanical stresses most likely during the extraction procedure. Thus the mechanical analysis could not be performed. The values of the parameters measured during the electrical analysis were within the technical specifications. No deviations were noted that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.